Event description:
A 9 mm biosteon isi tap broke off at proximal end of the thread pattern and remained within the patients bone. Medical intervention and additional anesthetic were required to remove the device. The device was removed in one piece with no metal left in the patient's joint.

Manufacturer narrative:
This report is being filed by stryker orthopaedics ((B)(4)) as the initial importer of an OEM device wherein the OEM is the legal manufacturer. Stryker orthopaedics is listed as the manufacturer as it is the site responsible for filing determination, however, the legal manufacturer for this device is t.a.g. Medical, (B)(4). This incident has been reported to the legal manufacturer as per 21 cfr 803.